Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional (hcp) reported that during an injection with one syringe of juvéderm® ultra xc that ¿while pressing the plunger there was a loud popping noise, the needle just blew off, and the product spilled everywhere¿. No injury to the patient or injector. The packaged needle was used and was tightened by hand. The syringe is available for return. This was the initial use of the syringe.

Event description:
Healthcare professional (hcp) reported that during an injection with one syringe of juvéderm® ultra xc that ¿while pressing the plunger there was a loud popping noise, the needle just blew off, and the product spilled everywhere.¿ no injury to the patient or injector. The packaged needle was used and was tightened by hand. The syringe is available for return. This was the initial use of the syringe.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml received without cap, no needle in an opened try & pack. No defect observed to syringe.